Manufacturer narrative:
The subject (B)(6) has not been returned to omsc. The subject (B)(6) will not be returned from the user. The (B)(6) instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). After the patient anesthetized patient anesthesia and just before used for an unspecified procedure, flickering of the endoscopic image was occurred. The user replaced the video system center, but the phenomenon was not resolved. The user replaced the subject (B)(6) with the spare device, and completed the procedure. There was no report of the patient's injury regarding this event.